Event description:
It was observed that during the device evaluation, the rigid video scope exhibited minor scratches on the distal end. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the following reportable malfunction was identified during the device evaluation: minor scratches on distal end. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause is due to cause traced to component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.